Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D6a. Unknown date in 2017 or 2018. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial knee replacement on an unknown side. Subsequently, it was noted that the patient is "currently experiencing issues". As a result, the patient requires consultation with a knee specialist. Information regarding the nature of the issues experienced by the patient, when the issues began, or if the issues were considered to be related to the implanted product was not provided. No further patient impact was reported. No additional information available.